Manufacturer narrative:
This supplemental report is to correct that was not previously reported.

Event description:
The source of the oversensing was undetermined.

Event description:
It was reported that patient presented remotely via merlin.net transmission. The right ventricular lead exhibited non-sustained rv oversensing. There was inhibition of single cycle of pacing, multiple times during the oversensing episodes. No patient symptoms were noted. Patient will be monitored remotely and will be brought into the clinic for any necessary programming changes.

Event description:
New information available on 08/04/2017 states that the device was reprogrammed. After the programming changes were made, nonsustained ventricular oversensing episodes continued. The review of egm notes possible lead noise. No further information was available.

Manufacturer narrative:
Correction: for manufacturer report number 2017865-2017-03998 follow-up 2.